Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. The event date is an approximation. On 12/15/2025, it was reported that the patient had dka. The reporter can't provide the details of the event as she wasn't with the patient at that time and had secondhand details about the event. She explained that from what she could remember, the patient felt disoriented while getting consistent low readings from her cgm (unspecified value) so her daughter had to call an ambulance for medical assistance which transported her straight to the hospital. When they arrived at the hospital, the patient's bg was measured high (unspecified value) while her cmg was still low (unspecified value). Reporter can't tell what medications were provided and can't tell how long did the patient stay at the hospital. Although she reported that the patient is fine now. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.